Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the distal end of the shuttle. The sealant and the advancer tube were not returned. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable root cause for the reported failure to achieve hemostasis could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained just above bifurcation artery via a 6f sheath (model unknown). Peri-procedure, the procedure, the physician who si a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. A 50/50 contrast and saline mixture was used. It was reported that the device failed during the 90 second swell period. Approximately 60 seconds into the 90 second swell period, there was "strong" blood/oozing coming out form the access site. The device was removed. The patient was immediately converted to manual compression adn the patient was given protamine. Manual compression was held for 20 minutes and hemostasis was achieved with no hematoma or bruising. Ti was also noted that the patient was difficult to access at the beginning of the procedure with a 5f sheath. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.